Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to be returned in two pieces. Visualization of both severed sections revealed an abrasion in the out insulation approximately 6 cm from the is-1 tip. In this case, we believe the abrasion to be result of lead-on-device contact. Due to the insulation abrasion, the outer coils were exposed with likely caused the reported field allegations. The lead was put through electrical and hipot testing which were both passed successfully.

Event description:
Boston scientific received information that this right atrial (ra) lead was oversensing noise. There was no pacing inhibition of any kind observed. Surgical intervention was performed during a general device replacement procedure and the ra lead was explanted and replaced. No adverse patient effects were reported.